Event description:
The tip of the instrument broke off in surgery. The pt appears to be okay. According to the dr, the pt was not injured by the incident, but the potential for injury existed per complainant's report.